Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the trial fractured due to repetitive hammering impact by the surgeon, during the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Device history record (DHR) was reviewed with no anomalies. Analysis of the fracture surfaces determined that the fracture artifacts are consistent with tensile overload and the product shows signs of plastic deformation prior to the fracture. Per the vanguard premier surgical technique, direction is provided to use the femoral inserter to place and impact the femoral trial and implants. However, at this time a definitive root cause cannot be determined. If any further information is found which would change or alter any information or conclusions, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial fractured due to repetitive hammering impact by the surgeon, during the surgery. No adverse events were reported as a result of this malfunction.